Event description:
Country of complaint: (B)(6). Thread is breaking during suturing.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 unopened pouch. There are no previous complaints of this code/batch. There are no units in OEM stock. Pack received is tight. Tested the knot pull tensile strength of the sample received and the result fulfills the requirements of OEM. Knot pull tensile strength results before releasing the product met OEM requirements. Reviewed the batch manufacturing record, this product had normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventative actions: not applicable.